Event description:
The following info was reported: multiple stick punctures were noted, stick location was low, no multiple sheath exchanges, balloon loss of pressure, balloon came through sheath when pulling back to arteriotomy, manual compression was applied for 20 minutes, the pt was not hospitalized. Stick location: produnda. Vessel size: 6f. Procedure: coronary.

Manufacturer narrative:
Visual inspection of the returned device revealed the shuttle was engaged to the handle. The balloon from the returned device was inflated with fluid to determine if there was any presence of leak in the balloon; no leak was observed. Pressure was held with proper functioning of the inflation indicator. The balloon was verified in a 6.15mm go/5.7mm no go gauge to be within spec. A review of the lhr was not possible as the lot number was not provided. Based on the info provided, the reported event could not be conclusively determined.